Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 04feb2019. The customer reported that a preventative maintenance was performed on the ventilator and all readings were within specifications. The reported issue could not be duplicated and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The customer troubleshot with technical support. The customer was unable to duplicate the reported issue. No parts were returned to philips for evaluation; therefore, a root cause could not be established.

Event description:
It was reported that while in use the ventilator was intermittently getting an o2 flow alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The event date was not specified; estimate used.